Event description:
Misuse of clear care contact solution. User accidentally used solution as normal saline. User stated, they were unaware of the intended use because the front label clearly states "no rub" as do most of the normal contact lense saline solution products. The red label at the top of the bottle does not make it immediately apparent that the product is not normal saline solution. User attempted to file complaint to manufacturer online, but was unable to find proper field/contact information. Dose or amount: approx 5cc. Frequency: daily. Route: ophthalmic. Dates of use: 2009 (2 seconds). Diagnosis or reason for use: rinse contacts. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.